Event description:
Patient reported left side breast implant associated anaplastic large cell lymphoma (alcl). No pathological markers were provided. Device has been explanted. It was determined that this report is a duplicate of FDA #9617229-2019-14966.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. This record was found to be a duplicate of FDA #9617229-2019-14966. Through allergan's legal department additional information was received for this patient. After receiving this information further follow-up was performed with the healthcare professional; a subsequent search of our system confirmed via patient name and date of birth that this report is a duplicate. Any new, changed, or corrected information will now be reported under FDA #9617229-2019-14966.

Manufacturer narrative:
The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl - suspected.

Event description:
Patient reported left side breast implant associated anaplastic large cell lymphoma (alcl). No pathological markers were provided. Device has been explanted.